Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h10 based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed. The complaint for single leaflet device attachment (slda) was confirmed - other empirical evidence based on the report provided by the clinical specialist. Potential factors that could contribute to an slda include inadequate leaflet grasping, inadequate imaging view planes or other patient anatomical factors. Based on the available information for this complaint, the primary contributing factors are unable to be determined.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : not returned.

Event description:
Edwards received notification of a pascal in mitral position where there was a total of 3 pascal devices explanted, however, there was only 1 device that had an issue which was an slda (single leaflet device attachment). But all products were explanted due to a valve replacement. Mr grade before procedure was severe and after the procedure was moderate. But the mr grade after the slda went back to severe.